Event description:
It was reported that while patient was on v500 ventilator, the touch screen delayed and a "count down ventilator restarting" message box appeared. Ventilator was to restart within 10 seconds. When time reached zero seconds, the ventilator screen went blank and restarted. Patient was taken off ventilator and placed on another ventilator. Reportedly no harm occurred to patient.